Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7089542.

Event description:
It was reported that the patient experienced a battery pocket site pain, and some discharge was coming out of it. The physician believed that the infection was device related. The patient was prescribed with antibiotic. All components were explanted and will not be returned per hospital policy. The patient is currently doing well.